Event description:
The physician reported that ciliary body insertion of the stent had led to hyphema and vitreous hemorrhage. Fourteen days after the surgery, the intraocular pressure (iop) was 50 mmhg despite the use of five-component eye drops. A vitrectomy and stent reinsertion were performed. Three months after the surgery, the patient's vision had improved, the iop was between 10¿15 mmhg without the need for eye drops and the condition was stable.

Manufacturer narrative:
Literature citation: tetsuo shiroshita, glaucoma classroom hydrus trouble shooting. A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.